Manufacturer narrative:
Literature article citation: patil s. Clinical and radiological outcomes of axial lumbar interbody fusion. Doi: 10.3928/01477447-20 101021-05. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that that patient underwent an axial lumbar interbody fusion. The patient became tachycardic in post-anesthesia care due to a pelvic hematoma. Packed red blood cells were administered through postoperative day 4. The patient was stable by postoperative day 5 and was discharged on day 6. No other patient complications were reported.